Event description:
It is reported that the broach impactor disassembled during use.

Manufacturer narrative:
Eval: the instrument was returned without the thumb pin, locating pin, and spring. The impactor appears to be in fairly good shape for having a potential field age of approx 13 years. Thumb pin loosening is a previously addressed design issue. The most likely scenario for thumb pin loosening is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Instrument was re-designed, incorporating an eb weld, instead of the epoxy connection.